Manufacturer narrative:
Received three used 01c-smv3v3 devices for inspection. No defects or anomalies noted on the returns. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the returned samples had leakage from one of the white buttons. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Received three used 01c-smv3v3 devices for inspection. No defects or anomalies noted on the returns. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the returned samples had leakage from one of the white buttons. The remaining two used samples did not exhibit any leakage upon testing. This supplemental emdr represents the two used samples that passed complaint investigational testing. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage from the white button. It was stated in the report that the event was not detected prior to direct patient use. The event occurred during infusion with common drugs like propofol as medication involved. The device was used for less that 3 hours. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no med/surg intervention required. The device was not changed out/replaced. No crack/tear/ or any abnormalities noted in the involved product that have contributed to leakage. There are 3 involved problematic devices that are available to be tested and being returned for investigation. There was patient involvement, no patient harm and no delay in critical therapy. This report captures 3 occurrences.